Manufacturer narrative:
The sample was returned in a vial. The sample was without scratches or damages. Some residues were observed on the sample. The lumen was clogged. After the second cleaning, the lumen was open. All products pass 100% final inspection prior to approval. If a defect would be noticed, the product would have been rejected immediately. The root cause is inconclusive - unable to verify, since the blockage could have been caused by many different reasons during and after the clinical procedure. The blockage does not seem to be product related since after cleaning the device the blockage was removed. Therefore, there is no evidence for an inherent defect that might have caused the event. However, the complaint of a clogged shunt can be confirmed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Product serial/lot information was not provided; therefore, product history nor complaint history could be reviewed. Additional information was requested. (B)(4).

Event description:
A surgeon reported that after a glaucoma filtering shunt was implanted, it was explanted because it was clogged. Additional information was requested.